Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% severely calcified and severely tortuous target lesion was located in the distal right coronary artery (rca). The 2.50x20mm taxus express2 drug-eluting stent delivery system (sds) was unable to cross the lesion. Upon removal of the sds, it was noted that the stent struts had been lifted. There were no pt complications and the procedure was completed with another of the same device. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause is determined to be operational context.